Event description:
The customer reported that the device broke during use. The device was returned with the jaw broken off and the piece was returned. Additional questions in regard to the incident have also been asked. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.